Manufacturer narrative:
Analysis results were not available at the time of this report.

Event description:
Additional information received from the manufacturer representative (rep) reported abnormal battery depletion and a lack of coupling while charging. It was stated the patient's implantable neurostimulator (ins) was removed and replaced on (B)(6) 2016. The reported issue was resolved at the time of this report. The patient's status at the time of this report was alive-no injury.

Event description:
Manufacturer representative reported implantable neurostimulator (ins) does not communicate with charging device. The patient was unable to maintain more than two coupling bars for more than one minute during charging sessions. The patient was unable to receive stimulation therapy because the charging device will not communicate with the ins. Several patient meetings have taken place to trouble shoot, including surgical consult. The patient was scheduled for ins replacement (B)(6) 2016. The indication for implant was spinal pain.

Manufacturer narrative:
There was no significant anomaly found during analysis of the implantable neurostimulator. (B)(4) does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.